Manufacturer narrative:
Fang, martha, et al. ¿managing complications of submental artery involvement after hyaluronic acid filler injection in chin region.¿ plastic and reconstructive surgery - global open, vol. 6, no. 5, 25 may 2018, pp. 1¿4., doi:10.1097/gox.0000000000001789. (B)(4). Multiple requests for further information have been made. Allergan has received no response from the authors. The events of blanching, severe pain, livedo reticularis, skin mottling, discoloration, ischemic area, bruising, pustules, dry crusts, erythema, possible intraarterial injection, vascular interruption and micro skin necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications: do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Haematomas. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use-posology if immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal color.

Event description:
In the article ¿managing complications of submental artery involvement after hyaluronic acid filler injection in chin region": a patient was injected with 2.0 ml of juvéderm voluma with lidocaine in the chin using a 27g sharp needle by an experienced injector. Aspirations were done prior to each injection. Injections were done on the supraperiosteal plane. Immediately after the injection, the patient had blanching of skin on the right side of the chin and the upper neck areas. Patient had excessive pain in the chin that spread to the mandible and gingival area immediately after the injection that was accompanied by severe pain during swalling. After a total of 10 minutes after the injection, the patient started showing livedo reticularis/skin mottling around the blanched skin patch that extended from the mental crease to the upper cervical area with skin overlap on the left side. Patient has skin discoloration and demarcation of the ischemic area that was visible in the chin and neck. Patient was treated with hyaluronidase immediately to the affected areas and a little beyond. Within minutes, there was reperfusion to most of the affected areas. An hour later, there was still some patches of mottling along with persistence of painful swallowing. Patient was then given another treatment with hyaluronidase using a cannula to avoid the possibility of additional bruising. There was again immediate reperfusion and the pain during swelling was reduced markedly. Patient was also given cefixime, acetylsalicylic acid and mupirocin. After treatment, there was no increase in the size of the affected area and was treated again with hyaluronidase 6 hours later. Patient was sent home after the physician was satisfied with the perfusion status of the skin. Patient was reviewed the next day and had most of the areas were well perfused with some residual pain. Patient was again treated with hyaluronidase. On the following day, the patient developed multiple small pustules over the affected area and 3 days later the pustules started to dry and left crusts. There was minimal pain the chin apex and during swallowing. The pustules healed without any residual scarring 2 days later and there was no pain in the chin apex or during swallowing. Patient did however have some hyperpigmentation and erythema around the mental crease that improved in the next 2 weeks. It was later noted that the injection was a possible intraarterial injection and that the pain during swallowing could be explained as a sign of ischemia. The livedo reticularis showed that vascular interruption happened. The pustules or lesions in the skin were possibly due to micro skin necrosis that was secondary to the microcirculation involvement. The patient had a near-complete recovery with minimal sequelae.